Event description:
The customer observed sparks and smoke coming from underneath the architect i1000sr when performing daily maintenance. The device was immediately disconnected from the power supply. It was observed that the cable feeding the i1000sr power supply to the ups was twisted and showed signs of burns. It was confirmed that the short circuit was generated due to damaged cable that goes from the i1000sr power supply to the ups. The cable was replaced, and the issue resolved. No impact to patient management or user safety was reported.

Manufacturer narrative:
The complaint investigation for sparks and smoke coming from underneath the architect i1000sr processing module, serial number (B)(6), included a review of the instrument service history, a search for similar complaints, ticket trending review, and labeling review. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional tickets associated with smoke. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect (B)(6) processing module did not identify an increase in complaint activity. A review of tracking and trending for the assy, pdu power cable (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect (B)(6) processing module for serial (B)(6) or the assy, pdu power cable (rohs) were identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available information was included. Additional details are not available.

Event description:
The customer observed sparks and smoke coming from underneath the architect i1000sr when performing daily maintenance. The device was immediately disconnected from the power supply. It was observed that the cable feeding the i1000sr power supply to the ups was twisted and showed signs of burns. It was confirmed that the short circuit was generated due to damaged cable that goes from the i1000sr power supply to the ups. The cable was replaced, and the issue resolved. No impact to patient management or user safety was reported.